Event description:
Reporter alleged obtaining the results of 134 mg/dl, 400 mg/dl and 146 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that she has increased her insulin due to the high reading and ate more to counteract the insulin. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.